Manufacturer narrative:
4/6/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt experienced sudden onset of ascending paralysis 2.5 yrs after implantation, and approx one week after receiving flu shot.post-implantation history is unremarkable. Decision was made to explant the pump and catheter.